Event description:
(B)(4). The user facility references two events on two separate 4085 surgical tables. Steris was made aware of the first event on (B)(6) 2013. Steris submitted MDR 1043572-2013-00035 on (B)(4) 2013 in response to the first event. The user facility medwatch includes two events; this MDR is being submitted for the second event. The user facility reported that while a patient was on the table, the hand control indicated that the table floor lock was engaged even though some or all of the locking feet were not engaged. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the table and identified that the pcb board and floor lock manifold required replacement. In addition, the service technician found that a wiring harness was damaged, the column cvr required replacement, and the table slide motor electrical connector was disconnected. The technician made the required repairs, recalibrated the table, and returned the table to service. Based on the condition in which the table was found, it appears the table was not properly maintained by the user facility's biomedical personnel. There were no patient or user injuries reported as a result of the reported event.